Event description:
It was reported that multiple intermittent occlusion alarms occurred. There was no reported impact to customer¿s blood glucose. Reportedly, the infusion sets were changed to address the issue. The customer reverted to manual injections for insulin therapy.